Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) discovered his patient line was leaking through a crack during fill 1 on the home choice (hc). The hp called the peritoneal dialysis nurse (pdrn) and they ended the therapy. The pdrn would be providing the hp with medication to prevent any infections that may occur. The hp stated he never got an alarm because of the cracked line. The hp called in after the fact to report the issue. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak, where the home patient stated he discovered his patient line was leaking during fill 1 and stated his patient line had a crack in the line. The evaluation of a returned disposable set noted a cut in patient line 82.25 inches from connector. The cause of the problem was not determined during sample evaluation.

Manufacturer narrative:
(B)(4). The sample is available and requested for evaluation. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.